Event description:
Additional information received 28-jan-2025 stating the patient, "required a general anesthetic for change of tube" and was transferred to another facility for access for intravenous (IV) fluids. The patient was admitted for three nights to the health facility.

Manufacturer narrative:
Additional information. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 27-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the, "jejunal feeds exited into stomach, noted after tube had been in place for over 7-months." The device was initially inserted on (B)(6) 2024. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 16-jan-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction d4: lot #30270863. The device history record for the reported lot number, 30270863, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used sample was received. The product packaging was not received. After cleaning and decontamination, the sample was examined in a well-lit area. It appeared in generally clean condition. The tri-lumen tubing was examined under magnification. There were no tears, cuts or holes in the outer wall of the tubing. The gastric skives were examined. The proximal-most skive has a tear in the inner septum, which separates the gastric lumen from the jejunal lumen. Feeding was simulated using water. When fed through the jejunal port, the water exited the gastric skives, due to the tear. Root cause could not be determined. All information reasonably known as of 28-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.